Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (dla, size 23) was explanted after 3.15 years due to calcification.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group canada inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Histopathological evaluation is being conducted.